Event description:
It was reported that this right ventricular (rv) lead was fractured and therefore, explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b5 with further information received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal end found insulation damage, likely in the clavicle area and conductors were exposed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was fractured and therefore, explanted. No additional adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead was explanted due to therapy upgrade and it was replaced with a new lead. However, product investigation analysis found that insulation damage was observed in the clavicle area. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal end found insulation damage, likely in the clavicle area and conductors were exposed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to therapy upgrade. It was replaced with a new lead. However, product investigation analysis found that insulation damage was observed around the clavicle area. No additional adverse patient effects were reported.